Event description:
It was reported that since implant, the intensity of stimulation changed and got stronger when lying down or sitting. The stimulation was described as ¿uncomfortable.¿ there was pressure on leads. Turning down stimulation and turning it off did not help, and it was upsetting and frustrating the patient. The patient recovered without permanent impairment. Two days later, an impedance test showed impedances of greater than 4000 ohms on 02 and 03 electrodes. When the patient turned stimulation up high enough to get therapeutic benefit, the patient experienced a pulsing sensation and sensitivity that she could not handle comfortable and therefore turned stimulation down that does not address her symptoms. The patient also experienced pelvic pain. Peripheral stimulation going down the patient¿s leg was reported, but it was alleviated after setting changes. The caller was unable to adjust stimulation, but the upper limit was reached. During the impedance test, the patient ¿felt like she was electrocuted and started crying.¿ the patient was reportedly ¿electrocuted¿ in the genitals and had incorrect programming. The patient left after reprogramming and ¿could barely feel stimulation.¿ follow-up is being conducted to determine cause, action, and outcome.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0r4uq, implanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # va0r4uq, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).